Manufacturer narrative:
The device analysis conclusion revealed no anomaly found-normal device function.

Event description:
Manufacturer received explanted infusion pump for analysis and disposal after an implant duration of 1 month due to "infection." The pump was implanted to treat chronic pain syndrome, associated with phantom limb pain. The pump was programmed to infuse intrathecal morphine 20mg/dl and bupivicaine 12.5mg/ml, at an unknown daily dose. Additional information has been requested from the health care provider and a follow up report will be sent when information is received.